Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow-up obtained that the rv lead was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one week after implant the patient¿s right ventricular (rv) lead exhibited high thresholds, small r-waves, and decreasing/low pacing impedance. A micro dislodgement of the rv lead was suspected. The rv lead remains in use. No patient complications have been reported as a result of this event.